Manufacturer narrative:
Pump had detached end cap, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window, missing end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that the insulin pump plunger was not pushing the reservoir and it was loose. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.